Event description:
It was reported to boston scientific corporation that a resolution clip device was used for hemostasis during a colonoscopy procedure performed on (B)(6) 2024. During the procedure, the clip would not release from catheter. The tech attempted to open and close the handle and noticed that the spring in the handle was bent. The procedure was completed. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip would not release from catheter.